Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. The patient was hospitalized for abdominal pain, which is a manifestation of peritonitis. On an unknown date, the patient was diagnosed with peritonitis. Treatment details for the event were not reported. Action taken with pd therapy was not reported, though it was reported on an unknown date, the patient¿s catheter was changed. Twelve days after admission, the patient was discharged. Outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.